Event description:
With deployment of a stent, the guidewire fractured, and the distal piece was retained in the patient's distal popliteal artery. It was unable to be retrieved. Stents were placed and the wire was left extra-luminally. Post stent angiogram showed a widely patent vessel with the stents and wire extraluminal.